Event description:
It was reported that the bronchovideoscope displayed error b30 (scope communication error). The issue occurred during inspection of the subject device for use before patient in a room. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and a device evaluation. Updated fields: b5, e1, d8, d10, h2, h3, h6 and h11. The device was returned to olympus for inspection and the reported failure was confirmed. Device inspection found that b30(scope communication err) occurred due to corrosion on plug unit. In addition, device inspection found following reportable malfunctions: due to corrosion on plug unit, a noise image occurred and connecting tube had coating peeling of one millimeter2 (1mm2) or more. Based on the results of the investigation and previous investigations, it likely suggests probable causes such as damage or deterioration of parts, environment problem like as dust/dirt/humidity, optical problem, overheating problem, and electrical problems like as signal loss or open circuit. The most probable cause of the reportable issue is expected or random component failure without any design or manufacturing issue. However, the root cause of reported issues could not be specified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Additional information received from the customer: there was no delay in the procedure during the preparation stage. The intended procedure was completed safely with the same device.